Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The complaint that the device would not calibrate the rate was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is being attributed to the top right, middle right and middle left bezel boss insert being lifted. On (B)(6) 2025, bd issued a notice to remind users and aware via customer complaints that dropping the alaris¿ pump module may cause damage to internal components. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, this damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. The external and internal inspection process was performed on the suspect pump module. It was found that the top right, middle right and middle left bezel boss inserts were lifted; however, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. A calibration test was attempted on the suspect pump module using the alaris system maintenance (asm v12.3) software; however, the attempt was unsuccessful. After calibration, the device¿s vpmr changed from 154.4 l to 149.5 l. According to the test results, the bezel was out of range, therefore, the device could not be calibrated. For testing purposes, a known good bezel assembly from the dchu facility was temporarily installed in the suspect device. Additional calibration was then performed, and the pump module passed with an error of -0.7500% and a vpmr of 168.4 l. Results indicate the device was operating within specification. The event date was reported as 15 october 2025; the time of event was not reported. The pump module event log showed no usage of the device on the reported event date. A review of the suspect pump module error log showed no errors were recorded related to the reported event. The last infusion performed on the suspect pump module was on (B)(6) 2025. On (B)(6) 2025 at 10:55 am, an infusion was performed at a rate of 25 ml/h with volume to be infused (vtbi) of 50 ml and expected duration of two (2) hours. At 10:55 am the pump module alarmed for occluded patient side and the infusion was restarted. At 12:00 pm the pump module was channeled off. Per the field action regarding an urgent medical device product correction (mms-24-5134-fa): customers should not use a device that has been dropped or severely jarred. Devices that have been dropped or severely jarred should be segregated and sent to biomedical engineering for inspection, to ensure the device is functioning properly before reuse, as directed in the ¿summary of warnings and cautions¿ section of the bd alaris¿ infusion system with guardrails¿ suite mx user manual: ¿if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse.¿ see mms-24-5134-fa for complete details of this product correction. There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unit would not calibrate rate.. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint that the device would not calibrate the rate was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is being attributed to the top right, middle right and middle left bezel boss insert being lifted. On october 17, 2025, bd issued a notice to remind users and aware via customer complaints that dropping the alaris¿ pump module may cause damage to internal components. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, this damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. The external and internal inspection process was performed on the suspect pump module. It was found that the top right, middle right and middle left bezel boss inserts were lifted; however, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. A calibration test was attempted on the suspect pump module using the alaris system maintenance (asm v12.3) software; however, the attempt was unsuccessful. After calibration, the device¿s vpmr changed from 154.4 l to 149.5 l. According to the test results, the bezel was out of range, therefore, the device could not be calibrated. For testing purposes, a known good bezel assembly from the dchu facility was temporarily installed in the suspect device. Additional calibration was then performed, and the pump module passed with an error of -0.7500% and a vpmr of 168.4 l. Results indicate the device was operating within specification. The event date was reported as 15 october 2025; the time of event was not reported. The pump module event log showed no usage of the device on the reported event date. A review of the suspect pump module error log showed no errors were recorded related to the reported event. The last infusion performed on the suspect pump module was on (B)(6) 2025. On (B)(6) 2025 at 10:55 am an infusion was performed at a rate of 25 ml/h with volume to be infused (vtbi) of 50 ml and expected duration of two (2) hours. At 10:55 am the pump module alarmed for occluded patient side and the infusion was restarted. At 12:00 pm the pump module was channeled off. Per the field action regarding an urgent medical device product correction (mms-24-5134-fa): customers should not use a device that has been dropped or severely jarred. Devices that have been dropped or severely jarred should be segregated and sent to biomedical engineering for inspection, to ensure the device is functioning properly before reuse, as directed in the ¿summary of warnings and cautions¿ section of the bd alaris¿ infusion system with guardrails¿ suite mx user manual: ¿if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse.¿ see mms-24-5134-fa for complete details of this product correction. There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unit would not calibrate rate.. There was no patient involvement.